Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. One source indicated that lead fracture was identified. However a review of lead impedance trends showed a gradual increase in pace impedance measurements, which was not suggestive of lead fracture. This rv lead remains in service, however rv lead revision was scheduled. No adverse patient effects were reported. Additional information provided indicates this rv lead was explanted and replaced due to noise from electromagnetic interference (emi) and oversensing with no pacing inhibition. Reportedly, the lead exhibited an insulation damage. Intravenous antibiotics were required for the patient. The product is expected to be returned for analysis. No additional adverse patient effects were reported.